Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the screen is cracked, the display is unreadable, yet the unit would power on and operate.